Manufacturer narrative:
No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
A vascade 6/7f device was used for a coronary diagnostic procedure. The technician took the device from the plastic covering, dipped tip in saline, flushed sheath, and inserted the device to the mid white marker. The technician then opened disc, removed sheath with the right hand while positioning the device with left hand. The key was inserted into the lock and the black sleeve was retracted. At this point the technician observed the distal outer sleeve sticking out of the groin but still on the device. Per the cardiva representative's instructions, the technician grasped the distal outer sleeve with thumb and forefinger, then retracted back as far as it could go. The technician then proceeded to deploy collagen and hemostasis was achieved with no unusual outcome. Compression time was held for 10 minutes. No bleeding or hematoma at site. The 2x2 folded at site and covered with a tegaderm dressing. No injury to pt. The device was removed completely with the distal outer sleeve being removed with the device.